Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Implanting the neurostimulator after the expiration date and not prepping the skin with an antiseptic solution have been ruled out as potential causes. Additionally, not irrigating the incision site with an antibiotic solution before closure and using incorrect have been ruled out. However, it was noted the coil was tucked into the incision and scarred in which contributed to the report of erosion. Per freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 7, includes the following statement: "tie two non-absorbable sutures to permanently form the receiver coil. Tuck the end of the receiver coil underneath the coil to avoid protruding edges. This may mitigate potential pocket complications associated with erosion." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to non-compliance to the IFU as the coil was tucked into the incision and scarred in (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion. A revision procedure was performed on (B)(6) 2025, where the coil of the neurostimulator was tucked into the incision. Antibiotics were prescribed, the patient is doing well, and therapy will resume once healed.